Event description:
Customer reported that the display on the monitoring computer screen on a css console froze while supporting a pt. The computer was restarted, and it resumed normal operation. There was no pt impact and css console performance was not affected. This alleged malfunction poses a low risk to the pt because it did not prevent the css console from performing its life-sustaining functions. The computer is a monitoring device only and does not control css console functionality. The css console has been returned for evaluation, and the results of the investigation will be reported in a supplemental MDR.